Event description:
A power source alert was reported. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to charge, with a follow-up planned.